Manufacturer narrative:
Mar 2018 bimonthly asr report exemption e2013025 the total number of events for product classification code otn is 1. Qty 1- align to trans-obturator urethral support system- halo h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
(B)(6) 2018 bimonthly asr report.

Manufacturer narrative:
Exemption: e2013025. Original reporting time frame: on (B)(6) 2018 through on (B)(6) 2018.